Manufacturer narrative:
The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed), allowing for expanding the width of the mattress support surface from 36 in width to 48 in. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The collision is one of the factors indicated as related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. According to instruction for use citadel plus (IFU, 831.374-en rev.14): "to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or width extensions on both sides are in the same position." Also, the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. To sum up, the side rail detached due to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. The side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.

Event description:
During the quality control inspection after the citadel plus bed frame was returned from the customer, the arjo service technician identified left-hand foot-end side rail detachment. The lower arm (part of the side rail assembly) was disconnected from the side rail plastic panel. The bed was damaged due to the collision of the side rail panel with the width extension frame. There was no indication of the patient involvement. No injury was reported.